Manufacturer narrative:
Covidien reference number: (B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the gui cpu and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during use the 840 ventilator graphic user interface (gui) central processing unit (cpu) failed. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.